Event description:
Boston scientific received information that during a normal patient follow up, the patient with this right ventricular (rv) lead reported experienced some dizzy spells. It was determined that there was noise on the rv lead that was being oversensed and resulting in pacing inhibition. The noise was able to be recreated with isometrics, but not with pocket manipulation. The pacing impedances have been consistently around 300 ohms and all other measurements have remained stable. No additional adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed that this could indicate either a lead insulation or connection issue with the implantable cardioverter defibrillator (ICD) and a revision may need to be considered. The physician also asked if this ICD was under an advisory. The ts consultant discussed that this device was not listed as being part of any advisories; however, the physician did not agree with this information and felt that the issues observed may be related to a device issue. A system revision was performed and this ICD and rv lead were explanted.

Event description:
Additional information was reported that after the rv lead was explanted, the physician gave the lead to the patient at his request. Therefore, the rv lead will not be returned for laboratory analysis. No additional adverse patient effects were reported as a result of the surgical intervention.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The rv lead is expected to be returned. Once analysis is completed, this report will be updated.